Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5307003 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb was found to have leakage. Item: 305270. Lot: 2046654. Date incident occurred: ongoing. Was the patient impacted: yes. If yes, describe needle retracted and the testosterone went everywhere, next time the fluid came out of the plunger. Is a sample available? No. Customer request? Just letting us know.